Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This is a correction to the initial and follow up 001 mdrs.upon further review of this report, it was revealed that the patient was not connected at the time of this incident; therefore, this does not represent a device failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
(B)(4). Upon further follow up, this report should be agains the homechoice unit, not the cassette.

Event description:
A customer contacted baxter's technical service center regarding assistance to re-prime the patient line. The home patient (hp) stated that she was not connected but the homechoice (hc) was in initial drain. The technical service representative (tsr) informed the hp to end the therapy and start set up over again. The no patient injury or medical intervention was indicated at the time of the initial report.